Event description:
Additional information was received, it was reported the cause of the event was unknown. It was noted the plan was to remove the leads with high impedances and replace with new leads however, the date for removal was not yet scheduled.

Manufacturer narrative:
Continuation of d10: product ID 377745, lot# v000497, implanted: (B)(6) 2007, product type lead. Product ID 377745, lot# v002095, implanted: (B)(6) 2007, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) with an implantable neurostimulator (ins). Rep reports high impedances were observed with all impedances greater than 10,000. Rep reports no troubleshooting was performed and the cause is unknown. Rep reports the pt was very confused and forgot they had ins until rep ran an impedance check. Rep reports the patient never used their ins. Rep reports the patient's managing provider (hcp) wants to remove the patient's entire system and replace the leads and battery, surgery has not been scheduled at this time. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: product ID 377745 (lot: v000497); product type: 0200-lead; implant date (B)(6) 2007 product ID 377745 (lot: v002095); product type: 0200-lead; implant date (B)(6) 2007. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.